Manufacturer narrative:
Device passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime or seating test, basic occlusion test, occlusion test, force sensor test, displacement test and delivery accuracy test at 0.08720 inches. Device received with scratched case, pillowing keypad overlay and minor scratched lcd window. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized on (B)(6) 2020 due to hyperglycemia with a blood glucose level of 490 mg/dl. Customer had been using insulin pump system within 48 hours of reported high blood glucose level. The customer did not mention any symptom related to high blood glucose level. The customer was treated with intravenous insulin at the hospital. The customer stated that they tried to deliver a total of 100 units of insulin during the day that it happened but her blood glucose did not go down. The insulin pump was not on auto mode at the time of the incident. The insulin pump will be returned for analysis.